Event description:
The blood glucose monitoring device result = 362 mg/dl. A lab result of 555 mg/dl was generated within five minutes of the original blood glucose monitoring result of 362 mg/dl. Controls are run daily, they were in range, and the ones used for the alleged difference mentioned were opened today. Reporter stated taking the glucose device out of service and patient was sent home. No treatment was given to the patient based on the value of the glucose device. A request was made for the return of the suspect device and replacement product was sent.